Manufacturer narrative:
(B)(4). The rn did send the original pump to biomed and thus far they have been unable to replicate the alarm. The rn has no further questions at this time. It was noted that the iab used was the (B)(4). There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay while switching out the pump. Pump strips were generated. The pt outcome is unchanged throughout the call and also at time of f/u after the pump was switched out. An update received on (B)(4) 2012 from the field svc rep stated that there were no pt complications or delay in therapy according to the biomed. On (B)(4) 2013 a field svc report was received. Symptom - staff reported unable to refill alarms about every 30 minutes while on pt. Findings/actions taken: biomed reported that the problem as was reported to him by the clinical staff was that they had experienced triggering problems with the pump. Biomed ran the pump on simulator for several hours and checked all trigger modes and found no problems. The field svc rep also had the biomed tech check the helium regulator for proper pressure output and sent biomed info on the 2.24 software.

Event description:
It was reported per a call from the intensive care unit (ICU) rn to the clinical support specialist (css) at 0924 cst. According to the rn they are receiving the same alarm approx every 30 minutes over the last few hours. The intra-aortic balloon (iab) was inserted via the femoral approx >24 hours prior to the event. The rn stated that there have been no alarms overnight. However, in the morning when the rn started her shift they changed from 1:1 to 1:2 and received the "unable to refill" alarm approx 5 times, spaced approx 30 minutes apart. The rn did confirm no visual kinking, there is no blood in the helium driveline, the pt is not moving and no ectopy was noted. The css and rn discussed the alarm and the css relayed that they could try swapping out the pump for another as this is typically a pump related type alarm. The rn stated getting one from the cath lab and changing over. The css gave the direct cell phone number should the rn have questions while switching over or if the alarm persisted. At 1523 cst, the css called the rn back and they did switch the pump out and the second pump has had no alarms and no issues.